Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 596 mg/dl. The customer reported no delivery and motor error alarms prior to the event. Troubleshooting was performed. The insulin pump passed the displacement and self tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.